Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be kinked. This did not prevent fluid from flowing through the fluid path. It is unknown when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for pod communication during operation.